Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the evalution has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device would not hold the attachment and falls off during surgery. There were no user or patient injuries. It is unknown if medical intervention or surgical delay occurred. There was no additional information provided.